Manufacturer narrative:
(B)(4). If explanted, give date: n/a - at the time of this report there is no indication that the lens has been explanted. (B)(6). The initial report indicates the lens was implanted. The injector/cartridge was discarded. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that some white/clear material was attached to the edge of a lens of a preloaded insertion system, model pcb00. The material looked and felt like plastic, possibly from the inner layer of the cartridge. Particles were very small as seen in microscopy. Material was a bit difficult to remove, but was successfully aspirated with irrigation/aspiration (I/a). The injector/cartridges were discarded. No patient injury reported. There were 5 pcb00 units that were reported and a separate MDR will be filed for each unit. This MDR is for serial number (B)(4).

Manufacturer narrative:
Visual inspection was not performed as the pcb00 unit has not been returned to the manufacturer because it was discarded. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.